Event description:
Per the clinic, the patient developed several infections causing electrode extrusion into the external auditory canal lateral to the annulus. Subsequently, antibiotics has been administrated for the patient, standard cefazolin 500mg was administered IV intra-op, omicef oral antibiotics were prescribed post-op for 7 day course and ciprodex drops x 7 days post-operation. The patient was underwent a revision surgery for canal repair with cartilage bone pate and fascia, continuous emg facial nerve monitoring testing under general anaesthesia.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to electrode protruding in the ear. The patient was reimplanted with another cochlear device during the same surgery.